Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.